Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on the stored electrogram. Programming changes were performed resolving the oversensing.